Manufacturer narrative:
Associated with rr #: 2029214-2022-00602 .h3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) and 0.0265¿ mandrel. As found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned partially outside the marksman catheter. In addition, tip coil, sleeves and distal hypotube were deployed from marksman distal tip. There was no pipeline flex braid returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pushwire was found to be bent from ~41.0cm to ~42.2cm from proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: for further examination, the pipeline flex was pushed out from the catheter with difficulty. There was no braid inside the catheter. ¿onclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end as the pipeline flex braid was not returned. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. However, the pipeline flex was confirmed to be damaged as the pipeline flex pusher was found bent and the root cause could not be determined. There was no non-conformance to specification that may have contributed to the reported issues. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent could not be opened normally. When the device was recovered into the microcatheter, it was determined the tip end of the stent was deformed. There were no symptoms or complications associated with the event. It was unknown if the dapt (dual antiplatelet treatment) was administered. The angiographic post-procedure showed contract agent had retention. The pipeline was not used off-label and the pipeline was prepared as indicated in the IFU. The pipeline failed to open distally. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps required to open the pipeline. The pipeline was removed with a snare/retrieval device. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm with a max diameter of 23mm and a 12mm neck diam eter. It was noted the patient's blood flow was vessel tortuosity was minimal.

Manufacturer narrative:
A4. Additional information received. Patient weight (68kg) updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.